Event description:
It was reported the patient had a return of symptoms and was admitted to the hospital. He had ¿acute pain¿ in his back that had been ¿going on for a while¿ and it was ¿getting worse.¿ the patient was going to have an MRI and stated the reason for the MRI was because "my back is screwed up" and "I'm not sure if the doctor doesn't have the pump turned up high enough." The pump was used to deliver morphine.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8709, lot # l78725, implanted: (B)(6) 2000, product type catheter. (B)(4).